Event description:
It was reported that the patient was experiencing ipg pocket site pain. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The patient was experiencing ipg pocket site pain. Surgical intervention was undertaken wherein the patient's ipg was explanted, replaced, and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.